Event description:
It was reported that during suturing, two sutures broke in the middle while suturing. It was also noted that the same problem occurred with another lot. Homologous use was performed to address the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: n-2718k, n-2718k monosof* 10-0 blk 30cm se1408da (lot#d5f2006y); n-2718k, n-2718k monosof* 10-0 blk 30cm se1408da (lot#d5e3641y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.